Event description:
On february 27, 1997, a 45 year old male pt was admitted via the e.r. To the ICU at about 1230 hours. Admitting diagnosis includes chf, pneumonia, seizures, and alcoholic cirrhosis. At approx 1858 hours pt was coincidentally found by ICU staff in a code condition. A code was called, staff responded, the pt survived until approx 0900 hours on february 28, 1997, at which time death was pronounced. Investigation into the matter ascertained the ECG alarm switch located on the bedside monitor (hewlett packard model 78532b) was in the off position. Consequently appropriate info could not be transmitted to the central monitoring system located at the nursing station. Furthermore the central system could not go into the alarm mode thereby alerting nursing personnel that the pt was in a code condition. This event is viewed reportable from a) user error, and b) equipment design.